Manufacturer narrative:
A wallflex enteral colonic stent was returned for analysis. Visual examination of the returned device revealed that the stent was partially deployed by 25mm. It was noted that the outer sheath was broken at 5mm from the distal handle and the clear outer sheath was accordioned. A bend was noted in the stainless steel handle and a catheter kink was noted at the distal end of the stainless steel handle. During analysis, the investigator could not reconstrain or fully deploy the stent due to the condition of the returned device. The shaft was dissected at the proximal end of the clear outer sheath and then it was possible to move the outer sheath along the shaft without issue. The distal end of the inner lumen and stent were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the inner was withdrawn from the outer sheath and no issue was noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that polytetrafluoroethylene (ptfe) coating had partially peeled away from inside of the outer sheath. The damage identified during the analysis of the returned device were consistent with resistance being met during stent reconstrainment and the application of excessive tensile force during stent deployment. The anatomy was reported as being tortuous and this may have been a contributing factor to the reconstrainment difficulties during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex enteral colonic stent was used during a procedure in the sigmoid colon performed on (B)(6) 2015. According to the complainant, the stent was intended to be used as a bridge to surgery in the sigmoid colon. Reportedly, the patient anatomy was noted to be tortuous. During the procedure, the physician began to deploy the stent at about 30 percent and then attempted to reconstrain the stent to adjust its position. However, the stent could not be reconstrained completely and the distal end of the handle broke and detached. The stent was pulled into the endoscope and was removed from the patient partially deployed. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex enteral colonic stent was used during a procedure in the sigmoid colon performed on (B)(6) 2015. According to the complainant, the stent was intended to be used as a bridge to surgery in the sigmoid colon. Reportedly, the patient anatomy was noted to be tortuous. During the procedure, the physician began to deploy the stent at about 30 percent and then attempted to reconstrain the stent to adjust its position. However, the stent could not be reconstrained completely and the distal end of the handle broke and detached. The stent was pulled into the endoscope and was removed from the patient partially deployed. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.